Event description:
Pacemaker dependent, admitted with multiple episodes of dizziness and falls. Noted to have episodes of non capture with long pauses on telemetry which were symptomatic. Pacemaker interrogation and reprogramming done to vvi pacing mode. External pacemaker applied. In 2006 implanted new rv lead and generator.